Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient¿s spouse found him shaky, sweaty, and unresponsive. The patient¿s cgm was reading 85 mg/dl. No bg meter comparison was taken at this time. The patient¿s spouse called 911. Once ems arrived, the patient¿s cgm was still reading 85 mg/dl while the bg meter was reading 42 mg/dl. The patient was treated with glucose (given orally and by injection) and transported to the ER. The patient recovered after treatment, but it was not specified when the patient regained consciousness. The patient was discharged home later the same day. The patient was in stable condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.